Event description:
It was reported that initially the device had impending erosion and the pocket was revised with the addition of an antibacterial envelope. Less than a month after that the medial aspect of the device had threatened erosion and had migrated medially. The device and envelope were then explanted and replaced with a system downgrade which was tunneled beneath the pectoral muscle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).